Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 24 bd¿ syringes with needle had issues with needle blockage during use. The following information was provided by the initial reporter, translated from (B)(6): "reported by the staff of the user equipment department of the terminal hospital in general surgery, the needle is blocked during use, and there is no way to draw medicine".

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 301948 and lot number 2105238. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for evaluation; however, the retained samples did not show any signs of the reported issue. At this time, an exact cause related to the manufacturing process could not be determined for this incident.

Event description:
It was reported that 24 bd¿ syringes with needle had issues with needle blockage during use. The following information was provided by the initial reporter, translated from chinese: "reported by the staff of the user equipment department of the terminal hospital in general surgery, the needle is blocked during use, and there is no way to draw medicine"